Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used during a retrogade procedure performed on (B)(6) 2017. According to the complainant, during procedure, a blue extra material was found at the tip of the catheter during insertion. The procedure was completed with another flexima ureteral catheter attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications reported as a result of this event.